Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were totally unresponsive after the patient went swimming with the pump. The reporter stated that there was a small crack noted to the keypad at the time of review but the reporter was unsure when the damage occurred. The reporter stated that moisture was seen behind the display screen. The reporter stated that there was no other damage noted to the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. Investigators were unable to test keypad functions and bolus button due to internal moisture damage. There was evidence of contamination found under the contrast and up contact buttons. The pump was returned with visible moisture in the display lens. The pump powered on with vibratory and audible sounds and the display screen was blank. A case leak was found and damage to the pump case was observed. Moisture was found on the pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.